Manufacturer narrative:
D4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique d4evice identifier for the commercial heartmate3 lvas is 00813024013297. G3: correction. Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2017 the patient's right ventricular systolic function was severely decreased. From (B)(6) 2017to (B)(6) 2017, the patient was given milrinone for right ventricular dysfunction. The patient underwent more than a week of inotropic therapy. On (B)(6) 2017, the patient had been weaned off all inotropes. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017 the patient's right ventricular systolic function was severely decreased. From (B)(6) 2017 to (B)(6) 2017 being given milrinone for right ventricular dysfunction. Patient underwent more than a week of inotropic therapy. On (B)(6) 2017, patient had been weaned off all inotropes. No further or additional information was provided.